Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a hematoma approximately 3 weeks post implant. A procedure was performed to revise the pocket. The device was successfully repositioned in the pocket. No additional adverse patient effects were reported. This product remains implanted and in service.